Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up # 1 date of submission 05/21/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, all the keypad buttons were intermittently unresponsive and required multiple presses to engage; the up arrow and contrast keypad buttons required additional force to respond. During investigation, evidence of contamination was found under all key contacts.

Event description:
On (B)(6) 2013, the distributer contacted animas stating the up/down arrow and ok keypad buttons were unresponsive. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.